Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported that her cycler alarmed several times during treatment. She discontinued treatment and disconnected. When she opened the cassette door she found fluid leaking. The set was discarded. During f/u, her pd nurse reported that her effluent was clear. She did not have any infection due to this event. The pt was being treated with antibiotics for an unrelated urinary tract infection. The pt had an effluent culture and it was negative for growth and no elevation of while blood cell count. No adverse event reported at this time.